Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 26. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2023 , loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, swelling and inflammation. No further patient complications were reported.